Manufacturer narrative:
Emdr section h6, codes c19 and d15 updated to reflect results of product evaluation. Evaluation of the returned device indicates the device was returned cut into several pieces, a damaged deployment line, kinked distal shaft, blue melt adjacent to the distal tip, and feature damage. The reported failure mode of broken deployment line is consistent with the findings of a damaged deployment line. Engineering evaluation of the device could not confirm the reported failure of difficulty during deployment as the device was deployed during the procedure.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date in (B)(6) 2025, this patient underwent endovascular treatment in which a stent (eluvia¿) was implanted in the right limb. On (B)(6) 2025, the patient underwent a procedure to treat a pseudoaneurysm that had developed at the site of the previously implanted eluvia¿ stent. A gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was used for the treatment. The viabahn device was inserted via a contralateral approach using a 60 cm parent® sheath. During deployment of the viabahn device at the target site, after approximately 3 cm of the stent graft had been deployed, the deployment line became stuck and broke. The physician cut the hub and attempted to pull the remaining deployment line from inside the delivery catheter. However, the line appeared in the state that frayed and thin, and eventually break. To retrieve the device into the sheath, the physician pushed the sheath while pulling the delivery catheter. This maneuver gradually continued the deployment, and the stent graft was eventually fully deployed. There was no adverse consequences to the patient.